Event description:
Olympus was informed that at the conclusion of a therapeutic cystoscopy with stent placement the wire that connects to the biopsy forceps broke apart and debris fell into the pt's bladder. This made the forceps inoperable, while the physician attempted to reposition the stent. As a result, the physician irrigated the area, strained the fluid and located the debris. Physician is confident everything was retrieved. The procedure was successfully completed with the same device. There was no pt injury reported. Olympus followed up with the customer and was informed that the pt is doing well after the surgery.

Manufacturer narrative:
The device reference in this report has not yet been returned for evaluation. The exact cause of the reported event could not be conclusively determined. If additional info is received at a later time this report will be supplemented. The instruction manual warns users to "perform inspection and operational tests prior to first use and thereafter to assure continued satisfactory performance."